Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and sensor calibration issue. Blood glucose level at the time of the incident was 470 mg/dl and treated via bolus with insulin pump, it then went down to 370 mg/dl. Recommended to customer to try to calibrate when blood glucose is stable, and advised that insulin pump would not accept a calibration whenever they have high reading or lower than 70 mg/dl. It was not noted if auto mode feature was active at the time of the high reading incident. Customer declined troubleshooting. The insulin pump will not be returned for analysis.